Event description:
The hcp reported the pt has irretrievable portions of severed catheter left in his body. A follow up report will be sent when add'l info is rec'd.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's "lines cut on him", though the exact meaning of this was unclear. One week later, it was reported that the patient's catheter had broken before, though it wasn't specified which catheter this referenced. Twelve days after that, it was the patient had undergone an elective pump explant, but the catheters would be left in place. Refer to manufacturer's report #6000030-2005-01876 for details involving the other catheter left in place.

Event description:
Additional information from the hcp reports the current implant is functioning well.